Event description:
A philips employee became aware of a journal article from china on 07mar2023 which was translated and captured the following information: chin j surg, february 2023, vol. 61, no. 2: "intravascular ultrasound in excimer laser ablation combined with drug coated balloon in the treatment of lower extremity arteriosclerosis obliterans". The study objective was to examine the value of intravascular ultrasound (ivus) for excimer laser ablation (ela) combined with drug coated balloon (dcb) in treating lower limb arteriosclerotic obliterans (aso). This prospective case series study included a total of 10 patients (11 lesions) from september 2021 to march 2022 in the affiliated hospital of fudan university. The lesion characteristics, surgical efficacy and related complications of the patients were recorded, although specifics for each patient were not provided. It was stated that spectranetics turbo elite laser atherectomy catheters were used to treat the patients, followed by common and drug coated balloons. All patients successfully completed the operation, with a technical success rate of 10/11. However, one lesion had flow-limiting dissection, which required salvage stent implantation in 4 places. The actual event date for this procedure was unk; therefore, 01sep2021 was used. This report captures the turbo elite used when a flow-limiting dissection occurred, requiring intervention. However, it cannot be determined if the turbo elite caused or contributed to the dissection, thus this event is being reported in an abundance of caution. There was no alleged malfunction of the turbo elite during the procedure.

Manufacturer narrative:
Patient's dob/ age, gender, weight & ethnicity/race unknown. Patient's relevant tests/laboratory data & other relevant history unknown. Device model number, lot number, catalog number, expiration date, and UDI unknown. This event was captured from information contained within a journal article with limited product and case detail available. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unknown. Adverse event problem: vascular dissection is a known risk of complication with use of the turbo elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.